Event description:
The patient reports she is no longer receiving stimulation within her pain pattern but is receiving unintended leg stimulation. The patient has declined reprogramming and surgical intervention may be pending to address this issue per the patient's request.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.